Manufacturer narrative:
Investigation found the root cause to be a mechanical fault with the vavd valve. The co2 adapter was also replaced.

Event description:
User reported that while using the ventilation module during a case, the vavd was inactive. There was no vacuum noted at the outlet. There was no patient harm as a result of this issue.

Event description:
User reported that while using the ventilation module during a case, the vavd was inactive. There was no vacuum noted at the outlet. There was no patient harm as a result of this issue.

Manufacturer narrative:
Investigation awaiting return of device to (B)(4).